Event description:
It was reported that an pacemaker dependent patient was brought to the ER by paramedics and was being paced transcutaneously as the device exhibited no ventricular capture. Interrogation revealed that the device had recorded 52 episodes of non sustained lead noise that day. A chest x-ray revealed that the patient's heart was severely enlarged and the atrial lead had become dislodged. The ventricular lead appeared to be in a normal position in the ventricle. The patient was transferred to another hospital where both atrial and ventricular leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.